Event description:
It was reported that batteries leaked inside the battery drawer of the external pulse generator (epg). It was suggested that other, better batteries should be used. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was white dry residue from batteries in the battery drawer. As a result the lower case was replaced along with the battery drawer. (B)(4).